Manufacturer narrative:
Received used list # 142560488 set with the reported complaint of leakage on the filter. The filter vents appeared to be wetted out with infusate material. Red dyed water was injected into the set in order to diagnose the mechanism of filter leakage. The inlet filter vents appeared wetted out and leaked from numerous points on both filters. The reported complaint of filter leakage can be confirmed for the returned set. The probable cause of the observed leaks is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interactions.

Event description:
The date of the event is unknown. The event involved a plum set device that was noted to leak on the filter during use of a chemotherapy drug, ''paxol''. There was no reported harm.